Event description:
65 year old white female status post bilateral subqutaneous mastectomy and gel implant reconstruction, who had bilateral capsulectomy and implant exchange in 1994, presented with bilateral ruptured implants. Pt. Underwent bilateral open capsulectomy with removal of the implants.